Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of noise simultaneously on both the atrial and ventricular leads were observed. No changes were made. The patient will continue to be monitored.